Event description:
Boston scientific received information that this device, which was programmed to a lower rate limit of 60 bpm, was periodically pacing the patient's heart at 40 bpm. The patient was syncopal. A boston scientific technical services consultant discussed that the patient had a bigeminal rhythm and the device was pacing off the premature ventricular contraction. Ts discussed that programming rate smoothing on may help mitigate the pauses. Additional information was later received that the device was explanted and replaced. No adverse patient effects were reported during the procedure. The device was returned for reliability analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.